Manufacturer narrative:
(B)(4). Batch # m55v6p. Additional information was requested and the following was obtained: were the staples observed to be missing from the device prior to use? Or, was the device fired on patient tissue, but no staples deployed? They said it appeared that there were no staples in gun because none came out when they fired it. The analysis results showed that the tlh30 device arrived with no apparent damaged and without a reload present. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a thoracotomy procedure the device did not have any staples in it. It was unknown if any buttressing material was being used. Procedure was completed with another device of the same product code. There were no patient consequences reported.